Manufacturer narrative:
Additional information (07-sept-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument data logs. Quality control recovered within customer's expected ranges after the testing of patient samples. Hsc observed no process errors at the time of patient testing. Hsc concluded the investigation of the event is consistent with a preanalytical variable isolated to the one patient sample. No other patient samples were reported to have the same issue. All repeats of the original sample yielded acceptable recovery. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00246 was filed on 01-sept-2023.

Event description:
A discordant falsely elevated syva valproic acid (xvpa) patient sample result was obtained on a atellica ® ch 930 analyzer. The falsely elevated patient result was not reported to the physician. The same sample was reprocessed on the same atellica ® ch 930 analyzer multiple times. The lower reprocessed results were considered correct. Customer stated it is unknown which reprocessed result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated syva valproic acid (xvpa) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated syva valproic acid (xvpa) patient sample result obtained on a atellica ® ch 930 analyzer. Siemens is investigating this event.